Event description:
It was reported that, a monthly report of cases where blueprint planning software was used to plan a revision surgery was received. It had been mentioned in the comments during the planning that a stryker device (aequalis reversed fracture tornier) was revised following the planning. At the moment, any information on the reason for this revision was not provided. Planned surgery date (B)(6) 2025.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation no blueprint planning documentation was provided appropriate medical imaging such as x-rays would have been necessary for identifying any potential root cause. A review of the device history was not possible because the lot number was not communicated no corrective actions are required at this time. A review of the labelling was not possible. Indications of material manufacturing or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, a monthly report of cases where blueprint planning software was used to plan a revision surgery was received. It had been mentioned in the comments during the planning that a stryker device (aequalis reversed fracture tornier) was revised following the planning. At the moment, any information on the reason for this revision was not provided. Planned surgery date (B)(6)2025